Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-jun-2018 with the following findings: a review of the black box and alarm history showed evidence of call service 088 watchdog alarms. The returned battery cap was undamaged and able to fit. The pump powered up with auditory and vibratory alarms to a blank screen. The alleged call service alarm was unable to be adequately investigated due to moisture causing a blank display. The pump¿s cover was removed to find moisture corrosion to the eeprom and the power printed circuit board.